Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The lens model associated with this file is approved for use with the associated cartridge model. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was received on (B)(6) 2014. (B)(4).

Event description:
A technician reported that after an intraocular lens (iol) implant procedure, the pt had an unexpected postoperative refractive outcome. The lens was exchanged for another iol of same model but different power. In a f/u, the surgical coordinator reported that the event resolved with treatment.